Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: the physician implanted an everflex self-expanding peripheral stent during index procedure. It is reported that approximately 12.5 months post index procedure, the patient experienced right lower leg pain noted as related to the study device. It is reported that 90% mid sfa stenosis and in-stent restenosis occurred. The patient was treated by drug eluting stents.